Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per t:slim x2 user guide, ¿do not remove the transmitter from the sensor pod while the pod is attached to your skin. When you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached.¿ device not returned.

Event description:
It was reported that the sensor wire became detached from the sensor with multiple sensors. Reportedly, the customer did not always remove the sensor with the transmitter still snapped in. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.